Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in journal article ¿the repair of large parastomal hernias using a midline approach and a prosthetic mesh in the sublay position¿ that presented a technique of repairing large parastomal hernias using a midline approach (reopening the former midline incision), thereby avoiding any contamination of the operating field by the stoma. A reinforcing mesh was placed in a sublay position, similar to how it is used for a typical repair of an incisional hernia. Since 1996, the technique has been used for 7 patients who were aged between 34 and 78 years. The authors have seen 2 recurrences, both due to technical mistakes. One recurrence occurred a year after the repair and was caused by a disruption of the mesh incision. Absorbable sutures had been used, and for this reason the authors now use nonabsorbable material. In another patient, a recurrence became obvious only 6 months after the operation. In this case, the keyhole in the mesh had been far too large, having a diameter of almost 5 cm. Seroma formation also occurred in the patients and was easily dealt with via percutaneous aspiration. Additional information has been requested.